Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es screen was stuck on windows update at 7% for about 20 minutes. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the windows update screen. A field service engineer reimaged the device and synced the station to resolve this issue. The system functioned as intended after a field service engineer troubleshot the device. (B)(6).